Event description:
It was reported that a patient underwent a fem pop procedure on (B)(6) 2022 and barbed suture was used. The fixation feature had been missing in the newly dispensed suture when it was opened. It was changed to another one to continue the surgery, the same problem happened again. It was changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one empty opened foil and one labeled winding former with a used needle-suture that pertains to product code sxpp1a400 were returned for analysis. During the visual assessment of the suture, body fluids were present, the barbs were noted with deformation in the shape and damage. Both sides of the fixation tab were observed to be cut, possibly from a surgical device. It should be noted that a 100% inspection is performed via automotive vision system to ensure the tab is present and complete during manufacturing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-09415. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan . Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.